Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they had a dental visit that found the upper last tooth on the left has a small crack. The plan is to have a crown placed and additional other dental work to be completed. Requested additional information and diagnostic findings from the dental visit.